Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the seal of the chuck device was worn and the bearing was corroded. It was further observed that the device was frozen/would not move and had a component damage. It was further determined that the device failed pretest for check function of tool coupling and check the drill chuck. It was noted in the service order that during pre-surgery, it was discovered that the reverse button did not work. It was reported there were no delays to the surgical procedure and the surgery was completed as intended. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.